Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the device across the artery and the white reload ejected when the device fired. It was retrieved from the patient with graspers. The device did cut but had an incomplete staple line. There was excessive bleeding but it is unknown if the patient required blood products or if this altered the procedure and required intervention. It is unknown how the procedure was completed. Sales rep spoke with the clinical coordinator and she indicated that the device was probably long loaded by the tech. Sales rep provided additional information from the surgeon; the device did not open, no blood products, ligaclips were used on sites identified as bleeding. The patient discharged routinely the next morning without sequela.

Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received in good visual condition and with a white cartridge reload present. The cartridge was received unfired, with the lockout normal. After further analysis, scratches were noted on the pan surface. The damage to the reload pan is consistent with an improper loading technique. If the cartridge is not fully inserted into the channel, when the device is fired it can cause the pan to dislodge from the cartridge. Additionally when the reload is loaded improperly or long loading (holding features of the cartridge are not snap on the channel windows) at the moment of the firing, the cartridge will be ejected forward and some staples may deploy and can malformed because of incorrect alignment. The device was tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.